Manufacturer narrative:
During a leadless pacemaker implantation procedure on (B)(6) 2026, the user reported that the patient table could not be repositioned using the table-side control module - tcm-s (table-side control, servo assisted) - resulting in reduced ability to maintain visualization during catheter and sheath removal. The procedure reportedly progressed without incident until the removal of the delivery catheter and vascular sheath. At that point, the patient experienced sudden clinical deterioration and passed away. Device log file analysis identified intermittent malfunctions of the tcm-s, which were also displayed to the operator as error messages. Analysis of the returned product confirmed a defect in the tcm-s, including mechanical damage to a control button and sensor irregularities affecting signal generation. The tcm-s and associated cables were replaced by siemens local service, and no further issues were observed following the repair. Other system control pathways - including tcm-j (table-side control with joystick), pilot module, and detector controls - were available and functional during the procedure; however, log-file information indicates that these control pathways were not used. The impact of the tcm-s malfunction on procedural decision-making and visualization during catheter and sheath removal could not be fully determined based on the available information. Clinical data indicates that a severe vascular injury during sheath extraction is a plausible cause of death. A direct causal relationship between the device malfunction and the patient outcome could not be definitively established based on the available evidence.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will submitted if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno unit. During an interventional patient procedure, no table movements were available. Additional information was provided to siemens stating that the patient passed away. It is unclear whether the device performance contributed to the patient¿s death. Siemens has requested additional information and is conducting an investigation.